Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.10. The lens was returned for evaluation. Solution is dried on the lens. The lens was returned cut in half, typical of insertion and removal from the eye. The haptics are twisted within the posts of the lens case. A scratch is observed on the optic of one half of the lens. A split is observed beside the cut area of one half of the lens. A power and resolution inspection could not be conducted due to extensive damage. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The lens was replaced with the same model and diopter. The patients condition has been resolved. The manufacturer internal reference number is: (B)(4) .

Event description:
Additional information has been received and stated that, the patient symptoms were resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and glare. The iol was exchanged for another lens with same diopter 1 month following the initial implant procedure. No further information available.